Event description:
An advocate from (B)(6) alleged her daughter's contour link was not storing the most recent blood glucose readings in memory. No adverse event alleged. The meter was not replaced at the time of the call.